Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 310.284 lot: l876130. Manufacturing site: (B)(4). Release to warehouse date: april 27, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: based on the inspection by the local technician did: the tip parts are broken. The complaint is therefore rated as confirmed. Product was not returned to the analysis site because the customer requested the device back, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the drill bit tips were found to be broken. There was no patient involvement. This report involves one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 2 for (B)(4)..